Event description:
Pt underwent "double barrel" stenting of the left main coronary artery with two cordis cypher sirolimus-eluting stents in 2003. Post-stenting they were treated with aspirin + plavix for post-stent care to allow stents to endothelialize + warfarin for chronic atrial fibrillation. Pt desired to undergo noncardiac surgery knee replacement which cannot be performed while pt taking blood thinners. The manufacturer's instructions are to continue aspirin + plavix for 90 days to allow the stents to endothelialize. The pt's aspirin and plavix and warfarin were stopped 106 days following the left main stent procedure, pt presented with acute myocardial infarction complicated by cardiogenic shock and was found to have 100% occlusion of the left main due to presence of a blood clot defined as late subacute stent thrombosis. Pt underwent salvage angioplasty and CABG later that day. Whether this will ultimately result in death is unclear at this time.